Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported receiving alert code 32 on the ilet device. The issue persisted after four restarts and multiple supply changes. The user was advised to monitor bg levels and consider device replacement if the alert continued. Backup therapy was used to manage bg, which reached a reported high of 400 mg/dl. The ilet device alerted to the elevated bg. No symptoms were reported, and no medical or external assistance was required.